Event description:
It was reported that after implanting the lead, the physician could not measure proper impedance and threshold. The lead was replaced and not used. There were no patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis of the returned device found no anomalies. Visual examination of the device noted the proximal conductor stretched; apparent explant damage.